Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was oversensing while testing the parameters in the patient. The patient was hospitalized. The epg was returned to the manufacturer. No patient complications were reported as a result of this event.